Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that the patient does not recall when they last received stimulation or recharged the ipg. The ipg is unable to communicate with the external devices. The ipg is inoperable. Surgical intervention is planned to address the patient issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced which resolved the issue.